Event description:
A peritoneal dialysis registered nurse (pdrn) reported to (B)(6) customer support that the patient was just discharged from the hospital due to an abscess on the abdominal wall. The pd catheter (not a (B)(6) product) had to be removed. Attempts to obtain additional information were unsuccessful. The patient did not report that this abscess was classified as a peritonitis infection. There are several reasons for patients to develop an abdominal wall abscess. ¿these abscesses can arise from various etiologies, including gastrointestinal perforation, postoperative complications, trauma, or infection spreading from adjacent organs such as the appendix, pancreas, or biliary system.¿ the patient did not allege that the abscess was caused by any (B)(6) device, drug, or other product. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).